Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error and frozen screen. The customer's blood glucose level was unknown at the time of the incident. The customer reported a black screen with a round black circle. The customer stated that none of the buttons are working. The customer stated that the time does not show up on the pump. Troubleshooting did not resolve the issue. The product was returned for analysis.